Manufacturer narrative:
It was reported that, all gloves tear and cannot be used. When opened, line markings show exactly where they are folded, with a light brown color that made the difference easy to notice. The gloves tore while being donned. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated

Event description:
It was reported that all gloves tear and cannot be used. When opened, line markings show exactly where they are folded, with a light brown color that made the difference easy to notice. The gloves tore while being donned.